Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable roche cardiac d-dimer 10 tests (cobas) result for one patient sample from cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold nor is like or similar to a product sold in the united states. The result from the meter at the clinic was 1.5 ¿g/ml. Two to two and a half hours later, a new sample from the patient was tested in a laboratory at a (B)(6) and the result was 0.5 ¿g/ml. The laboratory used a sysmex instrument with a medirox reagent. Information concerning if any erroneous result was reported outside the laboratory was requested but it was not provided. The patient was not adversely affected.

Manufacturer narrative:
Relevant retention material #(B)(4) was tested on a qualified cobas h232 meter with two native blood samples and two spiked blood samples (c=0.80 ug/ml and c=1.40 ug/ml). The mean of the measurements on qualified cobas h232: first native blood sample: 0.19 ug/ml; second native blood sample: 0.27 ug/ml; first spiked blood sample (c=0.80 ug/ml): 0.74 ug/ml; second spiked blood sample (c=1.40 ug/ml): 1.30 ug/ml. The results of all measurements fulfilled the requirements.